Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported bd solo 4fr PICC in situ in the right upper arm ¿ placed on the (B)(6) 2024. On (B)(6) 2024 ¿ patient had chemotherapy through PICC line on the upper arm today at 3pm. Injected oxaliplatin, dexamethasone, ondansetron and glucose 5%. Felt tingling sensation at the time, went home but came back to ed with worsening pain on the upper right arm with large amount of upper limb swelling ¿ PICC removed and split notices 7cm in form exit site. Patient has been referred to the plastic surgeons for management. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is confirmed; however, the exact cause is unknown. Two photographs of a powerpicc catheter were returned for evaluation. An initial visual observation of the photographs showed a circumferential split in the catheter tubing; however, no details of this split could be discerned from the returned photographs. Use residue was observed on the sample in the returned photographs. There were no distinguishing features in the returned photographs of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported bd solo 4fr PICC in situ in the right upper arm ¿ placed on the (B)(6) 2024 on (B)(6) 2024 ¿ patient had chemotherapy through PICC line on the upper arm today at 3pm. Injected oxaliplatin, dexamethasone, ondansetron and glucose 5%. Felt tingling sensation at the time, went home but came back to ed with worsening pain on the upper right arm with large amount of upper limb swelling ¿ PICC removed and split notices 7cm in form exit site. Patient has been referred to the plastic surgeons for management. No other information was provided. Additional information was received for this event as part of a focus survey. The following additional detail was provided: the PICC was inserted into the basilic vein, exit marking 5 cm, total length 47cm, secured with securacath. No kitelock used during oncology treatment. There was no intervention for occlusions with this PICC. Split was a longitudinal slit at the 7cm mark identified by extravasation. Placed (B)(6) 2024 issues on (B)(6), reported on june 13th. There are no xrays for this event. The catheter site was cleaned with chloraprep.